Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. It has been determined that the root cause of this event was due to patient related factors as the onset of infection was over 60 days from device implantation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards learned through the implant patient registry that a 25mm 3300tfx aortic valve was explanted after an implant duration of one (1) year, seven (7) months due to endocarditis. There was no evidence of a device deficiency. Per medical records, the patient presented with endocarditis, vegetations, abscess, and cva. The explanted valve was replaced with a 25mm 3300tfx valve along with a patch repair.

Manufacturer narrative:
Additional manufacturer narrative: in this case, minimal information regarding this procedure was received and attempts to obtain additional information regarding the condition of the device, patients medical history, or possible comorbidities have been made. Although the reason for the valve explant is unknown, there was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The root cause of this event cannot be determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards learned through the implant patient registry that a 25mm 3300tfx aortic valve was explanted after an implant duration of one (1) year, seven (7) months due to unknown reason. The explanted valve was replaced with a 25mm 3300tfx valve. As reported, there was no allegation of the device deficiency. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.